Event description:
It was reported that the device was used during a laparoscopic nephrectomy, the device delivered inconsistent clip formation. The device fired some empty clips and open (none-closed) clips. It was not reported how the procedure was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.